Manufacturer narrative:
(B)(6). Concomitant medical products - unknown screw: p/n unknown l/n unknown. Reference: michele rampoldi, aldo marsico (2010). Dorsal nail plate fixation of distal radius fractures. Acta orthopædica belgica, vol. 76 - 4 - 2010. Https://www.ncbi.nlm.nih.gov/pubmed/20973353. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal that one patient lost initial reduction of distal radius fracture. A 1mm step off of the articular surface was initially overlooked. The study reported the final results according to the mayo wrist score were good. Attempts have been made and additional information on the reported event is unavailable.